Event description:
Medwatch number: mw5153036 it was reported that patients ipg is inoperable. As a result, surgical intervention may be undertaken to address the issue. Initial reporter elected not to be identified.

Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.